Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing unknown low blood glucose level which was treated with food. Customer blood glucose level at the time of call was 52 mg/dl. Customer was using insulin pump within 48 hours of reported low blood glucose event. The auto mode feature was not active at the time of low blood glucose event. The insulin pump will not be returned for analysis.